Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind due to corroded motor home switch. Traces of corrosion noted at the electronic assembly. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
Customer reported his insulin pump was exposed to fluid. Customer's blood glucose is 183 mg/dl. He stated a water bottle was open and it leaked onto the device. Moisture is not visible in the device. The device is now alarming motor error. The motor error occurred during rewind. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.